Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did not record additional reports and investigations, for this anomaly. Visual analysis of receipt: 8/8/2016 - received one used 011-nc124, 11" smallbore ext. Set w/ neutron, rotating luer and not-dehp tubing, lot# is unknown. One used injection port cap, make model unknown. The injection port cap was added to the neutron. The 011-nc124 was flushed and no leaks were observed. Functional testing: the 011-nc124 device with the injection site attached was primed with water using gravity (1.5psig) pressure. The set was then leak tested with water by slowly increasing the pressure up to 25 psig and holding for 15 minutes. No leaks were found. The injection site was removed and the 011-nc124 set was then leak tested again with water at 25 psig for 1 minute. No leaks were found at the neutron. Final analysis summary: the reported product problem for reflux and air could not be replicated/confirmed with the returned set. The product did meet the product performance specification without any issues found.

Event description:
Complaint received regarding one 011-nc124, 11" smallbore ext. Set w/ neutron, rotating luer and not-dehp tubing, lot# is unknown. During infusion, blood reflux happened. Air contamination happened as well. There was no serious adverse patient consequences were reported.

Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did not record additional reports and investigations, for this anomaly.

Event description:
Complaint received regarding one 011-nc124, 11" smallbore ext. Set w/ neutron, rotating luer and not-dehp tubing, lot number is unknown. During infusion, blood reflux happened. Air contamination happened as well. There was no serious adverse patient consequences were reported.